Manufacturer narrative:
This report is submitted on august 28, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently the abutment was removed on (B)(6) 2018 and oral antibiotics were administered.